Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: upon approach to esophagus with the cartridge articulated, the jaw part of sulu moved windingly with calibrations tones heard. The jaw uncontrollably articulated. The jaw did not damage surrounding tissue when it uncontrollably articulated. Idrvultra1 was replaced for the manual handle to continue the case. No patient harm. Later the concerning idrvultra1 with keeping sulu loaded on was put on the instrument table and there the calibration tones were heard and found the sulu moved automatically again. Confirmed the same trouble was duplicated even after resetting the battery, adapter and cartridge. Operating time extended: less than 30 min. Additional tissue resection: no. Nothing fell into the cavity. No bleeding. Patient info: gender: unknown, age: unknown, weight: unknown the customer did not report if reinforcement material was used or not. No tissue damage. The current patient status: good condition.

Manufacturer narrative:
(B)(4).